Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that programs a and c didn't seem to be covering the right area; program b was better but the battery in the controller would run down too fast. The patient said they met with a manufacturer representative (rep) on (B)(6) and the rep did some tweaking of the settings. The rep was able to get good results on programs a, b and c and set the pulse rate so the batteries last a lot longer. The patient said they thought these new settings would do the trick and they were happy with the new setup. The patient stated that the issues were resolved, the rep was able tweak the unit, the unit was working great now and the batteries were lasting much longer. No further complications were reported.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that there was a settings not available message on the controller. The patient reported that on saturday he was not getting much feeling so tried to increase and was getting settings not available message. The patient tried to lower the settings. The patient also reported that since implant, he didn¿t feel stimulation in the lower back or right leg. The patient reported that the only program that was working was b; a was not in the right area and c was in the left leg. The patient reported that his unit was lasting 10 hours and then he had to charge again. The patient reported that b had 11 or 11.5 voltage. The patient wasn¿t able to increase over 10v. The patient reported that he could feel it slightly but not like before where it helped with the pain. No further complications were reported.